Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause for the presence of foreign matter was not determined. The foreign matter was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a water channel blockage. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the forceps elevator had a foreign (yellowish/brownish colored) material, the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to the nozzle clogging the amount of water contact did not meet the standard value, due to deformation of the lock engagement lever, the up/down and left/right knobs could not be locked securely, due to wear of angle wire, bending angle in the up/down/right/left directions did not meet the standard value, due to wear of the angle wire, the play of up/down and right/left knobs were out of the standard value, due to deformation of the electrical connector the water tightness was lost, the adhesive on the bending section cover rubber was detached, the up/down and the right/left knobs were dirty, the control unit was dirty, the forceps control lever was dirty, the acoustic lens had a scratch, the grip had a scratch, the distal end had a scratch, switch 1 had a scratch, the connecting tube had a scratch and a dent, the universal cord had a scratch and was dirty, and switch 1 had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.